Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented with possible premature battery depletion from their implantable cardioverter defibrillator. Device was explanted and replaced on (B)(6) 2020. No patient symptoms or patient condition after the procedure was reported.